Manufacturer narrative:
Additional narrative: device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 7 of 8 of the same event. It was reported from (B)(6) that during a plastic open reduction internal fixation (orif) surgical procedure for the hand, it was observed that five battery devices overloaded while in use with three small battery drive devices causing their respective fuses to trip. According to the report, the event occurred before use on a patient. It was reported that the small battery drive devices stopped running within ten seconds after the battery devices were loaded for testing. It was reported that the battery devices were inserted into an unspecified battery charger device after the procedure, and the red light activated after five minutes indicating that the battery devices had reached their usable life. It was reported that there was no allegation with the battery charger device as it functioned properly. There was a five minute delay to the surgical procedure. The surgery was successfully completed using spare devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was documented as unknown in the initial report. It has been updated as jan 19, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed that the battery was damaged. It was also observed that the fuse was blown. The assignable root cause was determined to be due to excessive current that would cause the battery to blow a fuse, suggesting that the battery had been connected to a device that had a short circuit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.